Manufacturer narrative:
Section g2 - "distributor" should have been selected.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies on the lead. X-ray examination found the over torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead exhibited high out-of-range pacing impedance. This lead was not used, and the physician completed the procedure using a different rv lead. The patient condition was stable.